Event description:
The incision site was noted as erythematous and warm to the touch. Swelling was also noted. The patient was started on levaquin on (B)(6) 2011. A follow-up appointment on (B)(6) 2011 revealed no resolution. On (B)(6) 2011, the patient began developing blisters on the superficial skin around the incision site. The decision was made to explant this device and pocket debridement was performed. No additional information is available. Should additional information become available, this event will be updated.